Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a perforation resulting in effusion and tamponade was observed following the implant procedure of the atrial device. A pericardial puncture was performed to resolve the clinical events. The device remained implanted and the patient was in stable condition.